Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During the procedure, the clip was unable to deploy because the coil had been disassembled at the proximal base, where it usually deploys. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
H10: block b3: date of event: the date of the event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of a clip unable to deploy.